Event description:
It was reported that the previous subcutaneous implantable defibrillator (s-ICD) device was surgically explanted and replaced due to a battery depletion (bd) error code. After the replacement device was implanted, induction testing was performed but an error message was displayed due to a low, out-of-range shock impedance measurement. It was hypothesized that the electrode was damaged resulting in the low impedance. The physician subsequently explanted the electrode and the device. A new s-ICD system was implanted to resolve the event. The patient was stable with no additional adverse effects. Information has been requested regarding the bd device and electrode serial numbers. It was stated all products would be returned for analysis, but they have not yet been received.

Event description:
It was reported that the previous subcutaneous implantable defibrillator (s-ICD) device was surgically explanted and replaced due to a battery depletion (bd) error code. After the replacement device was implanted, induction testing was performed but an error message was displayed due to a low, out-of-range shock impedance measurement. It was hypothesized that the electrode was damaged resulting in the low impedance. The physician subsequently explanted the electrode and the device. A new s-ICD system was implanted to resolve the event. The patient was stable with no additional adverse effects. This electrode was received for analysis. Once the investigation is complete, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted insulation damage approximately 120 mm from the electrode terminal pin. The insulation damage was characteristic of induced damage from a tool during the surgical procedure. Continuity testing was performed which measured an electrical open (short) at the same position as the insulation damage. Microscopic analysis confirmed that the electrode had fractured and melting damage was also observed. This melting likely occurred during a shock which shorted between the s-ICD device can and the high voltage cables. The "unintended use error" conclusion code was selected based on the analysis finding of induced damage (punctured/cut insulation).

Event description:
It was reported that the previous subcutaneous implantable defibrillator (s-ICD) device was surgically explanted and replaced due to a battery depletion (bd) error code. After the replacement device was implanted, induction testing was performed but an error message was displayed due to a low, out-of-range shock impedance measurement. It was hypothesized that the electrode was damaged resulting in the low impedance. The physician subsequently explanted the electrode and the device. A new s-ICD system was implanted to resolve the event. The patient was stable with no additional adverse effects. This electrode was received for analysis.